Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer determined there was contamination in a system reagent syringe. The analyzer was decontaminated. This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received questionable results for a total of 14 patient samples tested with the elecsys anti-hbc immunoassay and the elecsys amh plus assay on a cobas 8000 e 801 module. Of these 14 samples, four had discrepant results for amh plus. No incorrect results were reported outside of the laboratory. The issue occurred with samples run sequentially. The samples were repeated and the repeat values were considered to be correct. The first sample initially resulted with an amh value of (B)(6). The sample was repeated twice, resulting with values of (B)(6). The second sample initially resulted with an amh value of (B)(6). The sample was repeated twice, resulting with values of (B)(6). The third sample initially resulted with an amh value of (B)(6). The sample was repeated twice, resulting with values of (B)(6). The fourth sample initially resulted with an amh value of (B)(6). The sample was repeated twice, resulting with values of (B)(6). The amh reagent lot number and expiration date were requested, but not provided.